Event description:
The customer reported that the battery latch on this unit failed to keep the battery latched in.

Manufacturer narrative:
The customer reported that the battery latch on this unit failed to keep the battery latched in. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.